Event description:
The customer reported to olympus, the light source, emergency light was out. The issue was discovered during preparation before use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; the device had an e207 error, the output connector (light guide connection) was worn out and the connection rattled, and the xenon lamp light output was low due to wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause for the emergency light out and e207 phenomena. Olympus will continue to monitor field performance for this device.

Event description:
Completed with a similar device.